Event description:
Received report of bleedback from thermistor. A pa catheter was inserted without difficulty into a patient via intrajugular approach, with satisfactory waveforms and readings obtained. The next morning, the patient had a large amount (exact amount of blood loss not specified) of hemoptysis (cause unknown), and the pa catheter was removed. After it was removed, the nurse noticed blood appeared to be trickling from the thermistor area. No report of patient harm.